Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 2mm long starting 1mm proximal from the distal marker band and extending distally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The severely stenosed target lesion was located in the left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was selected for use. However, during procedure, it was noticed that the front end of the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The severely stenosed target lesion was located in the left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was selected for use. However, during procedure, it was noticed that the front end of the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.